Manufacturer narrative:
.

Event description:
The patient was evaluated in the emergency room the first week of january for fever and "shakes", hypertonia, and respiratory difficulty. It was suspected that the patient had pneumonia (not visible on x-ray) and was treated with antibiotics. The patient's symptoms were also consistent with lioresal withdrawal. The ER physician who had indicated that he was unfamiliar with itb pumps, did not contact the implanter/managing hcp at that time. The patient was then re-admitted to the hospital for further evaluation with what was thought to be respiratory pneumonia. The pump contained lioresal 2000 mcg/ml delivered at 1040 mcg/day. Several days passed between the initial onset of symptoms and visit to the ER, until the managing hcp was notified. The reason for the delay was not known. Two alarms were confirmed by telemetry. Pump logs show that the low reservoir alarm occurred in 2008, and the empty reservoir (2009). Per the initial reporter: "there was a mix up at the clinic as far as the refill date". The patient's family did not hear the non-critical alarm. The alarms were tested the alarms, both the noncritical and critical alarms were audible. This will be monitored. The pump was refilled in 2009. The dose was decreased to 780 mcg/day in the next day. The event was related to a "miscommunication" between the patient and the hcp, regarding the pump refill date. There were no other error messages noted on the pump logs. The alarms were clearly audible. The documentation from interrogation confirmed that the alarms occurred appropriately and the pump was functioning properly. The family was made aware of this; continued to have concerns that the pump may be "defective" and that this could happen again. Following refill, the symptoms resolved and the patient recovered without sequela.